Event description:
Discordant, falsely low calcium (ca) results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same and an alternate dimension vista instrument with higher results. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the s2 mixer and calibrated ca on the system. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.